Event description:
It was reported that the patient had been feeling cramps in his feet since an adjustment a week prior to report. It was noted that the cramps were felt after the adjustment and then the patient went back to the doctor and the doctor adjusted the stimulation to the settings it had been before but the patient still had cramping in his feet. It was noted that the patient reported a shocking or jolting sensation. It was noted that during the adjustment the patient felt a shock sensation go through his entire body. It was noted that it was not strong enough of a shock to knock him off his feet but he could feel it. It was further noted that the patient did tell the doctor about the shocking sensation.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v798530, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).